Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with mode switching due to atrial fibrillation. The device was intermittently undersensing atrial events. Programming changes were discussed. Additional information was not reported. Patient will be followed with regular follow up.